Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had knee pain for a while (about 4-5 weeks) and they had been stuck laying in bed. The patient said they had an appointment scheduled with a manufacturer representative on (B)(6) for programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain and chronic low back pain. Patient stated that her battery stopped working but she could not do much about it because she was a bit busy and now it was bothering her and her leg was swollen. Patient was advised to go to nearest hospital. Caller stated that the battery was not charging properly. On (B)(6) 2018 patient reported that they could not get her ins to take a charge and they could not turn the stimulation on . Patient was last able to successfully charge the device over 5 months ago. Patient was redirected to their hcp to address possible overdischarge. Patient did not remember the exact month of when the issue started but provided the year of 2017. Caller was not sure if they were going to call the managing hcp or the implanting hcp. Caller was provided with additional hcp listings. No further complications were reported/anticipated.